Event description:
As reported by the user on (B)(6) 2011, a (B)(6) female presented for an endovenous laser treatment. During the procedure, the physician noticed a red glow emitting from the gripper which attaches to the laser generator. After firing the laser, the physician noticed a small of amount of smoke coming from the gripper and she noticed the rest of the fiber lying on the floor as it had become detached from the gripper. The physician opened new kit and procedure was successfully completed with another new of the same device. There was report of harm or injury to the pt.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.